Manufacturer narrative:
The repair evaluation could not confirm/duplicate the customer¿s reported ¿image disappears¿. However, the evaluation identified the gold-colored video connector contacts have signs of corrosion. Additional information was requested from the customer regarding the details of the reported event is pending. The device history records (DHR) was reviewed and it was confirmed that the device met standards at the time of shipment. A review of the device repair history shows the device has not been repaired in the past year. Pending the investigation by the legal manufacturer determined that there is no manufacturing, material or processing related cause for this failure mode. The cause of the reported event could not be confirmed, however, based on the available information the potential cause could have been attributed to poor connection from the scope to video connector due to corrosion on the contacts of the video connector. In general, the customer is required to inspect the device for defects, check the function of all devices and have an alternate equipment prior to use.

Event description:
Olympus (omsc) was informed that the customer high-definition camera head was returned to olympus repair center for a reported, ¿image disappears¿. The customer problem was found during an unspecified event. No death, injury or harm was reported to olympus.

Manufacturer narrative:
This supplemental report was submitted to provide additional information regarding the event description.

Event description:
The deputy head nurse at the user facility further reported that the customer¿s reported problem was found during pre-use inspection. The scheduled transurethral resection of the prostate procedure was completed using another similar device. There was no adverse outcome reported to patient or user.